Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging inaccurate high results on the subject meter compared to other meters, performed within 30 minutes of each other the patient reported an alleged inaccurate high result of "416 mg/dl" on the subject meter compared to "140 mg/dl" on a hospital meter and "536 mg/dl" on the subject meter compared to "216 mg/dl" on a pharmacy onetouch verio meter. This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.